Event description:
It was reported that the arctic sun device did not cool anymore. Per follow up information received via mail on 17sep2024, it was reported that the device will be repaired in the hospital by crs. No patient involvement. Per sample evaluation results on 18dec2024, circulation pump was too weak. The valve of the fdl was clogged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The arctic sun 5000 was evaluated. During the evaluation it was found that the circulation pump was found too weak. Circulation pump was replaced. New calibration, mtk, est (stk) and water replacement were performed. The device passed the procedure and can be placed back into normal use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool anymore. Per follow up information received via mail on 17sep2024, it was reported that the device will be repaired in the hospital by crs. No patient involvement per sample evaluation results on 18dec2024, circulation pump was too weak. The valve of the fdl was clogged.